Event description:
It was reported that the patient revised due to dislocation.

Manufacturer narrative:
It was noted that the patient retained the device and the hospital refused to provide any additional information. (B)(4).